Manufacturer narrative:
Date rec'd by MFR: 20feb2019. The service engineer (se) inspected the device. The se replaced the man-machine interface (mmi) board, blower motor controller and the blower assembly to address the issue and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator generated an air valve liftoff failure error code. There was no patient involvement. The event date was not specified; estimate used.